Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead continued to dislodge after being repositioned multiple times. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece without the suture sleeve measuring 52.0cm. Analysis was normal. No anomalies were found.